Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, the cause of the aortic dissection cannot be confirmed, however, may be related to patient factors (calcified native valve) procedural factors (difficulty crossing with the delivery system). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, the valve was successfully implanted. Echo post procedure showed an aortic dissection. The patient was brought back in the or for repair and a torn native leaflet was noted. The physician believe that it was due to difficulty crossing with the delivery system. The patient had highly calcified native valve. There was difficulty crossing with the delivery system and a balloon aortic valvuloplasty (bav) was performed. The delivery system was advanced again without any issue and the valve was successfully implanted. The patient is stable post procedure.